Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as digging in skin. There was no alleged device malfunction contributing to the irritation. Patients nurse shifted the garment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.